Event description:
Healthcare professional reported that the valve was abandoned at implant when the surgeon thought he nicked the tissue with a needle. He decided not to use it rather than run the risk of implanting a damaged valve. The valve had been partially implanted, needle marks noted in the sewing ring.